Event description:
It was reported that the liquid crystal display (lcd) bled, and the case and lens were damaged. There were no reports of patient harm.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. No problems or issues were identified during this device history record review. A product sample was returned for evaluation. Visual and functional testing was performed. The device had a missing upper back label, cracked on both cases, missing lcd pixels and scratched lcd lens. The event history log (ehl) showed no evidence of issues found. The functional test was unable to be performed due to pump goes into an upstream occlusion sensor alarming when start and double beeping without a cassette attached. The reported issue was unable to be confirmed. The root cause of the issue was unable to be determined.